Event description:
On 8/2000, the pt, developed transient ischemic attacks (tia) postoperatively following a carotid endarterectomy (cea) procedure to treat stenosis of the carotid artery. The pt was treated with an anticoagulant (aspirin) and recovered without further complications. Floseal matrix hemostatic sealant was reportedly used during the cea procedure to achieve intra-operative hemostasis.